Manufacturer narrative:
This event occurred in (B)(6). The e 801 module serial number used at the investigation site was (B)(4). The anti-tshr reagent lot number used at the investigation site was 359355 with an expiration date of 30-nov-2019. The investigation determined that assays from different manufacturers can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys anti-tshr immunoassay on a cobas 8000 e 801 module. The patient sample was submitted for investigation where discrepant results were identified for anti-tshr. Questionable results were reported outside of the laboratory.